Manufacturer narrative:
The serious injury event of cardiac arrest/"patient coded" was reported under MDR report number 1314492-2025-02037 for the pump. This MDR is for the battery within this spectrum iq pump. The device was received for evaluation. During functional testing, the reported issue of "pump shut off by itself" was not reproduced. External inspection found no damage to the front case or rear case. Internal inspection found no damage inside the front case and none inside the rear case. Internal inspection found the contacts of the wireless battery module (wbm) with corrosion. The multimeter test had failed results revealing cell imbalance in the battery pack. The wbm was able to charge when put on a known good pump. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The direct cause of the customer reported issue of "pump shut off by itself" was undetermined. The probable cause would be cell imbalance in the battery pack and corrosion on the contacts however, the wbm was determined to be unserviceable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a wireless battery module shut off by itself during patient infusion in the emergency department. This pump was left plugged in and delivering medicine on a patient in a room. Staff noticed the IV pump to be off. It did not alarm infusion complete or anything else- it was just off. Nurse then turned the pump back on and saw an ¿improper shutdown message". There was no report of patient injury or medical intervention associated with this event. No additional information is available.